Event description:
It was reported that 4 bd discardit ii¿ syringes each from lots 2104503 and 2105501 leaked during use. The following information was provided by the initial reporter: "while preparing the dye during neuro and spine surgery, dye was pushed freely and dye got destroyed."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2104503, medical device expiration date: 03/31/2026, device manufacture date: 03/29/2021; medical device lot #: 2105501, medical device expiration date: 04/30/2026, device manufacture date: 04/27/2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd discardit ii¿ syringes each from lots 2104503 and 2105501 leaked during use. The following information was provided by the initial reporter: "while preparing the dye during neuro and spine surgery ,dye was pushed freely and dye got destroyed."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 300330 and lot numbers 2104503 and 2105501. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation. The retained samples did not show any signs of defect. Based on the investigation results and the provided feedback, the complaint could not be confirmed and the root cause is undetermined.